Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024.on (B)(6) 2024, it was reported that the patient experienced extremely shaky, nervous, unconscious, and blacked out. The cgm would have been reading 40 mg/dl and even though no fingerstick was taken, the patient stated that based on her symptoms the blood glucose reading must have been around 15-20 mg/dl. Furthermore, the patient said that there usually was a 30-point difference between the cgm and the blood glucose reading. The patient was asked to drink 2 glasses of orange juice and take 3 dextrose pills. As the patient did not feel better after treatment they were brought to the hospital by her husband. The patient said that it was not just inaccurate readings that made it difficult to treat the hypoglycemia, but also that her ¿body system¿ was not right. When a fingerstick was taken and the blood glucose reading was 62 mg/dl. The patient received treatment with intravenous glucose and fluids and was admitted for a total of 3 days. The patient was admitted to gradually decrease the intravenous treatment during this time. When the patient was discharged, the blood glucose reading was 112-118 mg/dl. During a follow up appointment with the hcp after the hospitalization the patient had ¿still not stabilized¿ and an MRI was scheduled for diagnostic purposes. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.